Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the prograsp forceps cable broke during use, nothing fell inside the patient. It was replaced by a different type of instrument, at the surgeon's discretion, a cadiere forceps was used. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.